Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for contraception. On (B)(6) 2012, hsg (hysterosalpingogram) was done however no results were provided. On (B)(6) 2013, patient had a hysterectomy and tubes removed (to remove essure) related to chronic back and other body pains. Physician stated he did not do an x-ray on the path. Patient continued to complain of pain and on (B)(6) 2014 she had a laparoscopy done and it was noted that part of the inner coil was in the peritoneal cavity in the lower region near the colon. Physician did not know if the coil was causing the pain and if the inner coil was bent during the hysterectomy. Physician plans to attempt a removal with a general surgeon and will x-ray the tissue that was removed. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who had an essure (fallopian tube occlusion inserts) inserted and experienced chronic back and other body pains. She underwent a hysterectomy to have essure coils removed. Pains persisted after hysterectomy and a laparoscopy was performed showing that part of the inner coil was in the peritoneal cavity in the lower region near the colon. All events were considered serious due to medical importance. The event part of the inner coil was in the peritoneal cavity in the lower region near the colon was assumed as device breakage and also as a device dislocation to peritoneal cavity. Device breakage previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The remaining events are listed. Due to a positive temporal relationship and lack of alternative explanations, the causalities between all the reported events and essure use were assessed as related by the company. This case was regarded as incident since interventions were required (hysterectomy with salpingectomy and laparoscopy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information (uterine perforation questionnaire) is requested.

Manufacturer narrative:
Follow-up from 17-mar-2015: follow-up attempts were done, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to (B)(6) female patient who had an essure (fallopian tube occlusion inserts) inserted and experienced chronic back and other body pains. She underwent a hysterectomy to have essure coils removed. Pains persisted after hysterectomy and a laparoscopy was performed showing that part of the inner coil was in the peritoneal cavity in the lower region near the colon. All events were considered serious due to medical importance. The event part of the inner coil was in the peritoneal cavity in the lower region near the colon was assumed as device breakage and also as a device dislocation to peritoneal cavity. Device breakage previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The remaining events are listed. Due to a positive temporal relationship and lack of alternative explanations, the causalities between all the reported events and essure use were assessed as related by the company. This case was regarded as incident since interventions were required (hysterectomy with salpingectomy and laparoscopy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.